Event description:
It was reported that there were high impedances, greater than 40,000. It was noted that all contacts were greater than 40,000. A surgical intervention was scheduled. Impedance testing was done. Patient was alive with no injury. Patient symptom included less than 50% therapy relief at left side implant. Additional information received reported the intervention had not been scheduled yet. The cause of the impedances had not been determined yet and the issue had not resolved yet. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the issue was rectified and the plug was removed, cleaned, replaced, and tightened again. It was noted that impedances were "perfect."

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 748240, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0333665v, implanted: 2003 (B)(6); product type lead product ID 37602, serial# (B)(4); product type implantable neurostimulator. (B)(4).